Event description:
The customer reported that after venipuncture, the operator noticed the sample pouch filled with air. All clamps were in place. No air was visible on pre-check or start of procedure. The customer declined to provide patient information. The set is not available for return for evaluation. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and there is another incident from this customer. See MDR 1722028-2022-00185. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: * the sample bag clamp was not closed at the system prompt. * the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass. * the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tubing.